Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical inc. Technical support engineer (tse) walked the customer through a hard reboot and the system powered back on successfully with no errors. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a non-recoverable error appeared and the system would not power off. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard reboot and the system powered back on successfully with no errors. The tse was unable to review the system logs as the site was not connected to onsite. Prior to calling the tse for assistance, the customer had elected to convert the procedure to open surgery for an unspecified reason. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.